Manufacturer narrative:
An evaluation of the device cannot be performed as the device and medical records were not made available to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Dr. (B)(6) had a patient come back into his office with complaints of an unstable knee and a little bit of pain. X-ray was taken and showed a broken tibial tray and poly. Original surgery was in 1999 by same surgeon.